Event description:
It was reported that during a coronary artery stenting treatment procedure the stent was found to have moved on the balloon. Upon inspection of the device, the physician noted that the stent was covering the proximal marker band instead of between the marker bands. The right coronary artery lesion was treated with another of the same device with no patient complications. The patient was reported to be stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: an examination of the returned device found that the crimped stent was pulled distally on the balloon. This resulted in the proximal edge of the stent being positioned approximately 5mm distal to the distal edge of the proximal markerband. The stent protector was not returned for analysis. The distal end on the stent was stretched and compressed. The shaft was kinked at the proximal edge of the purple tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, the stent was found to have moved on the balloon. Upon inspection of the device, the physician noted that the stent was covering the proximal marker band instead of between the marker bands. The right coronary artery lesion was treated with another of the same device with no patient complications. The patient was reported to be stable post procedure.

Manufacturer narrative:
Age at time of event: over 18 years. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).